Event description:
It was reported that a single vial access device vented with ss experienced flow issues and was clogged during use. The following was reported by the initial reporter: "I have a drug vial that has a dispensing pin attached which is apparently ¿blocked¿ and does not allow for any drug to be obtained via the vial access pin."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/8/2021. H.6. Investigation: one mv0400-0006 sample was received for investigation connected to a vial which contained some residual medication. Functional testing of the returned vial access device (vad) confirmed the customer's experience as it was not possible to inject fluid through the smartsite. A visual inspection of the sample confirmed the source of the occlusion was an excess of solvent at the joint of the smartsite to the vad. The details of this feedback were shared with the legal manufacturer of the product, yukon medical llc, for investigation. It was confirmed that the blockage was caused by an excessive amount of solvent being applied to the device during manufacture. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. H3 other text : see h.10.

Manufacturer narrative:
" Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. "

Event description:
It was reported that a single vial access device vented with ss experienced flow issues and was clogged during use. The following was reported by the initial reporter: "I have a drug vial that has a dispensing pin attached which is apparently ¿blocked¿ and does not allow for any drug to be obtained via the vial access pin."